Event description:
Reporter alleged obtaining a discrepant blood glucose result of over 300 mg/dl back to back with a result of 150 mg/dl on the advantage system when testing was performed less than 10 minutes apart. No actions were reportedly taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent. Reporter stated that the strips used were misplaced and so it is possible that no product will be returned for eval.